Event description:
It was reported that the patient was concerned about turning her stimulator off. The patient said that she has a protein c and s deficiency of the blood that was unrelated to neurostimulator and was a preexisting condition. The patients protein inr(international normalized ratio) was low after implant. The patient had an ultrasound of her legs two days before reported event date because she felt like she had blood clots and pain in her back and legs. The ultrasound was negative for blood clots. The day before reported event date her incision was leaking blood through the original dressing. She went to the hcp (healthcare provider) the day before reported event and there was redness around the incision going down her hip. The redness around the infection was marked with ink by the nurse. The patient had a lot of pain and was at an 8 pain level. She was taking one vicadin every 4 hours since surgery and the patient was advised by the nurse to increase the vicadin to 2 every 4 hours and to change the dressing as necessary. The patient had been changing the dressing and the incision was still bleeding through the pads. The incision looks closed. It was noted the patient had an appointment with the hcp two days after reported event date. There was no fever reported and the patient was taking an oral antibiotic. The patient was feeling pain at the incision site and off her feet and resting over this weekend. The patient ordered more vicadin the day of reported event date and the healthcare provider told her to turn the stimulator off completely. The patient was concerned that the physician does not work with the devices and she was concerned about turning her stimulator off and was not going to turn her stimulator off because it was working for her urinary symptoms. Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for 8/22,8/25, and 9/2. Additional information received reported no alleged product issue with patient programmer. The stimulator, lead and extension were explanted completely but there were no alleged produce issue. The patient has an infection develop a few weeks after the implant was performed. The doctor suspects a hematoma developed after the procedure. The plan was to re-implant the patient after infection clears in 3 or more months. It was noted unable to obtain patient status at time of this report. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
Additional information received noted that this reporter, noted no infection. It was noted that the patient needed a dressing change. Regarding treatment, this reporter noted "none." The patient did not have meningitis.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0jhcs, implanted: (B)(6) 2014, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).